Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace insert was analyzed and was found to have the teflon pad missing from the clamp arm. The missing teflon pad was not returned with the accessory. Additional observation related to the customer reported complaint: the accessory was found to have a detached fragment. The fragment measured approximately 0.104" x 0.452" and was not returned with the accessory. The fragment originated form the clamp arm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument broke. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.